Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unk. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation cannot be performed; the cause of the reported malfunction is undetermined.

Event description:
It was reported to boston scientific corporation in late 2008, that a hydratome rx sphincterotome was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed the day before. According to the complainant, the cut wire at the device distal end was loose and flexible. Procedure completed with another of the same hydratome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine".